Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms and muscle stimulation. An x-ray was taken which yielded inconclusive results. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and the ICD was electively explanted. No additional adverse patient effects were reported.